Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. When the device would not cut, did the device deliver a staple line? Yes. If yes, was the staple line complete? Yes or did the device lock-out (no staples deployed and no cut line started)? When the device could not come undone to remove from tissue, how was the device removed from tissue? Hit the release button several times with a instrument until the tissue was eventually freed. Were the device jaws eventually able to be opened? Yes.

Manufacturer narrative:
(B)(4). Lot # n92n2d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a stapling of left atrial appendage and CABG procedure, using stapler with vascular load, the device would not cut or come undone to remove from tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.